Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that they had received shocks on two separate occasions while working on a recreational vehicle while it was plugged in, and the patient reported they had been standing in water at the time. An internal review of historical data transmitted from the implantable cardioverter defibrillator (ICD) confirmed high-voltage therapies for episodes detected in the ventricular fibrillation (vf) zone were delivered around the times the patient reported receiving shocks. Review of the treated episodes indicated therapies were inappropriately delivered for apparent 60 hertz cycle noise from electromagnetic interference (emi). Review of the episode data also showed short circuit protection (scp) was triggered during these high-voltage therapies, resulting in less than the programmed high-voltage energy being delivered. Further review of the device data showed a lead integrity alert (lia) had been triggered after the second occurrence for sensing integrity counter (sic) and high rate non-sustained episodes, mostly due to the emi. There was no indication of a lead integrity issue that would have caused scp to trigger during high-voltage therapy despite the lead being implanted for almost 18 years, however there was also no evidence of a device issue to definitively determine which part of the system caused the scp to occur. The ICD remains in use.

Manufacturer narrative:
Continuation of d10: 0125 lead implanted: (B)(6) 1996. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had touched a hot wire, after that their implantable cardioverter defibrillator (ICD) had been alerting every four hours. The device was checked and it was found that there had been noise due to electromagnetic interference causing the device to inappropriately detect and treat ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that manual cardioversion was delivered through the implantable cardioverter defibrillator (ICD) during an in-office interrogation, and it was stated that less than the programmed high-voltage energy was delivered twice. Due to the age of the defibrillation lead and multiple reduced-energy shocks, the lead was revised. During the lead revision procedure, the ICD was inspected and no obvious arc-marks were observed. A new defibrillation lead was implanted and manual cardioversion was attempted with the old device, and the full programmed high-voltage energy was delivered with the new lead and old device. The ICD remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated electromagnetic interference (emi). Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: analysis of the device memory had an observation relating to vf detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.